Event description:
It was reported that during the lobectomy procedure, staple malformed at 1/3 of staple line. Competing product was used to complete the case. There were no adverse consequence to the patient.